Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, measured battery data showed 2.74 v, 24 ua, and <1 kohms. The programmer showed 2-2.75 years of remaining longevity until eri. The device will be checked again at the next six-month follow-up.